Event description:
Customer called va (B)(6) 2015 around 2:30 pm and sounded dopey. Va called the emts. Customer was unable to self treat. Emts gave customer a sandwich and some milk. Emts waited from 2:45 pm til 3:15 pm with the customer. Customer insisted that they check his blood glucose again at 3:37 pm. Aviva system result was 237 mg/dl and emts system result was 87 mg/dl. No further adverse event was reported. A request was made for the return of the meter and strips, replacement sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.